Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had fallen and passed out due to a low blood glucose level of 22 mg/dl. The customer could not stand and he suffered a broken nose, a broken tooth, and a cut on his head. No further information was provided regarding the incident; however, the customer stated that ever since he began to use sensors in conjunction with his insulin pump therapy he has not passed out and he has been treating his diabetes more effectively. The insulin pump was not returned for analysis.